Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, high pacing lead impedance, low sensing threshold, and exit block were observed. The lead was capped and replaced.